Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 46 mg/dl. It was also reported the customer reported sensor glucose vs blood glucose difference. The blood glucose was 46 mg/dl, and the sensor glucose value was 156 mg/dl. Troubleshooting was partially performed and found that the customer has treated the low blood glucose event with food. It was unknown whether the customer was using the pump within 48 hours of the reported event. It was unknown whether the auto-mode feature was active. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. The insulin pump will not be returned for analysis. The event involved product(s) mmt-1884, unomedical, mmt-342 and mmt-7040a. No product return is required for unomedical, mmt-342. Product return is expected for mmt-7040a.